Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('sectioning the myometrium of the left cornu region reveals an essure ligation device which extends into the remnant of the left fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, nabothian cyst, adenomyosis, paratubal cyst, menometrorrhagia, pelvic pain and pain in hip. In 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation ("a similar device is not grossly identified on the collateral side (left side)"). The patient was treated with surgery (essure removed/robotic assisted laparoscopic total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus with cervix, cyst and left fallopian tubes: 124 gram uterus. Cervix: nabothian cysts. Endometrium: proliferative phase. Myometrium: adenomyosis. Serosa: no significant morphologic abnormality. Right fallopian tube: previous ligation. Distal portion absent. Left fallopian tubes: previous ligation. Essure device present. Benign paratubal cyst, 0.4 cm. Gross description: received in formalin, labeled "uterus, cervix, cyst and left fallopian tubes" is an intact uterine body attached cervix and separate fimbriated fallopian tube which is attached paratubal cyst. Attached to the right cornu region is a metal ligation device. The device is attached to a 1.5 cm in length x 0.3 cm in diameter non fimbriated segment of fallopian tube which demonstrates a central pinpoint lumen. Sectioning the myometrium of the left cornu region reveals an essure ligation device which extends into the remnant of the left fallopian tube. A similar device is not grossly identified on the collateral side. Microscopic description: the endometrium is proliferative with no evidence of hyperplasia and no atypia. A few heists of benign endometrial type glands and stroma focally extend into myometrium, typical of adenomyosis. Sections of right and left fallopian tubes are unremarkable except for a single small benignparatubal cyst lined by ciliated columnar epithelium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received. Reporter information, patient's medical history, auto narrative supplement were added. Event "essure removed" was updated to "sectioning the myometrium of the left cornu region reveals an essure ligation device which extends into the remnant of the left fallopian tube". New event- device dislocation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.